Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, and white particles in urine. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04099. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent sling revision/removal (entire tvt secur sling), urethrolysis, posterior vaginal wall mesh removal, rectocele repair and cystoscopy on (B)(6) 2015 by (B)(6), do, due to vaginal pain, dyspareunia, urinary frequency, urgency, urge incontinence, rectocele, vaginal mesh complication.

Event description:
Details: it was reported that the patient underwent sling revision/removal (entire tvt secur sling), urethrolysis, posterior vaginal wall mesh removal, rectocele repair and cystoscopy on (B)(6) 2015 by (B)(6), do, due to vaginal pain, dyspareunia, urinary frequency, urgency, urge incontinence, rectocele, vaginal mesh complication.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with perineorrhaphy and cystoscopy.